Event description:
Found while inspecting for field action, it was reported that the device will not power up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.